Event description:
It was reported that the system had a joystick error and would not connect to the system. This could cause a complete loss of motorized motion functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.